Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received an inbound call where the customer reported an es drawer failure requiring maintenance, noted that reboot and recovery attempts were unsuccessful, and the issue persisted after power cycling. The customer stated they would inform their manager before assigning an fst and did not have pharmacy contact details, indicating they would call back if the issue persisted after further reboots. Tss advised the case would remain open for 24 hours, however no further issues were reported after 72 hours. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and required maintenance. The customer attempted to reboot, perform recovery, and unplug and reconnect the power cable; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.